Event description:
Customer reported receiving a meter reading of 269mg/dl on her freestyle flash blood glucose meter and experiencing symptoms of hyperglycemia. She noted "vomiting 4-5 times that day, feeling sick, irritable and disoriented" and then lost consciousness. She was transported via paramedics to a local hospital where the hcp received a meter reading on their meter of 297 mg/dl. She was diagnosed with diabetic ketoacidosis and treated with insulin.

Manufacturer narrative:
The product has been requested for investigation of complaint. Due to the nature of the medical event, a report is being filed.